Event description:
Major pump unit(s) involved: drive unit failure. Additional text: power base unit cable. Specific component(s) involved: other component malfunction, specify. Additional text: other component: power base unit cable. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of other component, specify. Other intervention : implant device type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: other component malfunction.